Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analyst commented, alert for atrial bipolar impedance greater than 3000 ohms on (B)(4) 2015. Atrial pace impedance steady at 475 ohms through 2014december10, then impedance begins to vary from 437 ohms up to 1406 ohms. Stable from 2015may18 through 2015august03, then varies again and rises out of range (greater than 4000 ohms) week of 2015august24. (B)(4).

Event description:
It was reported that three times the atrial exhibited high impedance, and lead suspected fracture. The atrial lead remains implanted-out of service and was replaced with a different lead. No patient complications have been reported as a result of this event.